Manufacturer narrative:
Medical devices: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had atrial undersensing of an atrial fibrillation (af) rhythm. The lead is still in use. No patient complications have been reported as a result of this event.